Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range = 2.3 - 3.2. On (B)(6) 2016 inratio inr = 1.9. On (B)(6) 2016 lab inr = 2.3. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. Several customer technique issues were identified in the complaint; these may contribute to unexpected results. The reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications. No problem was found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.